Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. D4: batch # 786c33. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device, the reload was received unfired. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 786c33, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)?? ? Or, did the device start to deploy staples and cut but could not be completed (partially fire)?? ?or, did the device fully fire and stop during the automatic knife return?? ? Partially fired. Was there any difficulty opening the device?? ? No.

Event description:
It was reported that during the unk surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.